Event description:
On (B)(6) 2023, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was discharged from the hospital on (B)(6) 2023. The patient was hospitalized due to peritonitis (date/specifics not provided) and was treated with antibiotics. Attempts to obtain additional information (e.g., causality, organism discharge summary, medication records) have proven unsuccessful.